Manufacturer narrative:
The device was received with no delivery error alarm during displacement test due to moisture damage on motor slide. The prime test was unable to be performed due to no delivery error alarm. There was no max delivery alarm noted during testing or in alarm history. The motor passed the motor test. The device was received with minor scratched lcd window, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was unknown. Troubleshooting was conducted. Customer was advised discontinue use of the device and that it would need to be replaced. The device is being returned for analysis and being replaced.